Event description:
Evaluation summary: the balloon is not present on the device. The tip is broken. The proximal balloon bond was analyzed under the magnifying glass and the portion that remains is composed of the shaft and sleeve of the balloon. The rupture appears to be similar to a radial burst. The guidewire lumen was flushed by connecting a syringe filled by water to the hub. The water exits at the tip normally. No leaks were identified.

Event description:
An attempt was made to use an amphirion deep pta balloon catheter in a patient. However it was reported that the balloon of the amphirion deep device ruptured during the procedure. Upon device removal, the physician noticed that the balloon material had detached from the catheter remaining in the artery. The balloon material was not removed from the patient. It was reported that, as the morphology of the vessel had improved after angioplasty, the physician decided to discontinue the procedure. No clinical sequelae were reported.

Manufacturer narrative:
Results: (based on the limited information provided no root cause can be determined). (B)(4).

Manufacturer narrative:
Evaluation, results: related to operational context evaluation codes, conclusions: operational context contributed to event.